Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: insufficient data logs were provided. Case was from 16-may to 5-oct. Logs returned were from 16-may to 11-aug. Purge pressure high/purge pressure low: clinical reported purge flow increase and decrease after purge cassette change on 4-sep. The data logs provided show one trigger of purge pressure high on 21-june which triggered and resolved after 15 seconds. There are no other high purge pressure events within the logs provided. The cause of the issue was not established as no product was returned and insufficient data logs were returned with limited clinical information. Device history lot: device lot number: n/a. Product history review unable to be completed as device was not returned for analysis. Device history batch: subcomponent lot: n/a. Device history review: the purge cassette product history review was unable to be completed as device was not returned for analysis.

Event description:
It was reported that a patient implanted with an impella 5.5 encountered fluctuations in purge flow. The purge cassette was changed to resolve the issue. The patient remains on impella support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.